Manufacturer narrative:
Evaluation results: inherent risk of procedure - (myocardial infarction). Conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).

Manufacturer narrative:
Correction: patient was not on clopidogrel at time of event.

Event description:
During the index procedure, the patient had 3 endeavor drug-eluting stents implanted in the rca. Approximately 57 months post index procedure, the patient suffered an mi. It is reported that the target lesion was involved. Investigator indicated that it is not assessable if the event was related to the study stent. Approximately 57 months post index procedure, the patient had a CABG revascularization involving the target vessel rca. The investigator assessed that the event was not related to the study device.